Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a thermally sensitive integrated circuit chip, designator u21 from the therapy pcb assembly. Additionally it was noted a filter from the therapy pcb assembly, designator fl12, was found to be damaged which was causing no paddles lead ECG; however this was not related to the reported issue.

Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and verified the issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during testing, their device locked up and reset when attempting to deliver a synchronized cardioversion shock. The customer indicated that the device did not lock up and reset during previous asyschronous shock attempts, during testing. There was no patient use associated with the reported issue.